Event description:
On (B)(6)1988: pt was seen by healthcare professional and was diagnosed with right breast cancer and decided to have a bilateral mastectomy. On (B)(6) 1988 mcghan te were placed 30-35650 were placed bilaterally. On (B)(6)1989 mcghan silicone breast style 120-600cc implants were placed bilaterally, using serial number (B)(4) and (B)(4). On (B)(6)1989 the pt was seen for nipple reconstruction. On (B)(6) 2005 the pt was seen by a different healthcare professional for a revision surgery due to asymmetry. It would appear that these were removed due to a possible capsular contracture. During surgery, the devices were found to be intact. On (B)(6) 2005 she then had revision surgery and replaces with mentor devices (B)(4) on the left and (B)(4) on the right siltex gel implants. The post-op course had been unremarkable until (B)(6) 2007 when the pt presents with a possible leak on the left side. Left side "looked larger than the right" she states. There was no history of trauma. It was a possible seroma. It was suggested that the pt be taken to surgery. On (B)(6) 2007, the pt was taken to surgery for an exploration of the left breast, drainage of the seroma and a partial capsulectomy. Once the incision was made 600cc of serous fluid was removed. The implant was also removed and was found to be intact; there was fibrous material over it, but intact. On (B)(6) 2007 the diagnosis of alcl was made.

Manufacturer narrative:
Medwatch submitted on 08/22/2011. Device labeling addresses the reported event of seroma as follows: the core study: 7 year adverse event rates: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications.) Swelling = 7.1 %. "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." (Allergan silicone labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants.